Manufacturer narrative:
Reporter: customer (person): email: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
The customer has reported dissatisfaction in the labeling between the 9 french kit and the 7 french kit as the size, color and font are the same on both product labels. It was reported that the labeling of a triple lumen polyurethane central venous catheter tray was a contributory factor to the retained foreign object left in the patient. The staff were not aware that the 9 fr includes an introducer already in place. Additionally, the user reports the label stating to remove the catheter before use from the package has small font and is not colored therefore they left the introducer in place. At this time, information regarding the patient, device, and event (specifically how the labeling dissatisfaction contributed to the foreign body left in the patient) has been requested but is unavailable. There is no alleged malfunction of the device.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the device, patient, and event was received on 10mar2020. It was clarified by the customer that the "foreign object" previously reported left in the patient was the introducer that comes preassembled in the catheter. The introducer was left in the catheter and not removed by the clinician during the procedure. The patient was transferred to another unit after the procedure and premature ventricular contractions occurred for a short period. The introducer was removed and the premature ventricular contractions quickly resolved. It was reported by the customer that their staff has trained using a 7 french similar device. The nine french kit was mistakenly chosen as it outwardly appears the same as the seven french kit. The staff was unaware that the nine french device requires the removal of the introducer.

Event description:
In additional information received on 20apr2020 from a medwatch report, it was noted that the exterior labeling of cook medical's triple lumen 9fr and 7fr catheter appears the same. There are no exterior indications demonstrating a difference in size (such as differing font or color), as with other medical products. As the exterior is identical, this allows for confusion between the two sizes. The 9fr, unlike the 7fr, includes a preassembled introducer inside of the catheter. The catheter has a small white label with small black font in multiple languages stating to "remove after catheter insertion." The concern from the facility is that there is nothing bold pointing out the need to remove the introducer, like a different colored tag with larger writing that would draw the eye better. In this instance, while the 7fr catheter was meant to be used, the 9fr catheter was used instead. The label was overlooked. There is a luer lock at the end of the introducer that makes the user believe it is a necessary part of the device. It is also able to be used for blood return and flushing. The patient was transferred to another care area and the receiving team noted the introducer still in place approximately one hour after initial placement. The joint commission deemed this event sentinel for an unintended retained foreign object.

Manufacturer narrative:
Investigation/evaluation: usnh camp lejeune in the united states submitted a labeling dissatisfaction complaint on 30jan2020 for a triple lumen polyurethane central venous catheter tray, c-utlmy-901j-rsc-ihi-cct-a-rd, from an unknown lot number. The customer stated, ¿the size, color and font are the same on both product labels and it is very easy to grab the incorrect product.¿. No adverse effects to the patient were noted, as this was a general label dissatisfaction for the cvc catheters. A review of documentation including the drawing, instructions for use (IFU), manufacturing instructions and quality control, as well as an inspection of provided photos of the device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be conducted. Photos from example labels were examined, however, it was concluded that the labels were manufactured to specification. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot: ns9699976 and relevant subassemblies revealed no nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: minipuncture access sets and trays: ¿all minipuncture central venous catheters have a removable inner cannula, which must be removed after introduction.¿ furthermore, all inner catheters are supplied with a label attached to the hub stating, ¿remove after catheter insertion.¿ based on the information provided, examination of example labels and the results of our investigation, it was concluded that a failure to follow instructions contributed to this incident. The product IFU states ¿all minipuncture central venous catheters have a removable inner cannula, which must be removed after introduction.¿ and the inner catheter is supplied with a label stating ¿remove after catheter insertion.¿. Although the conclusion is failure to follow instructions, a customer letter will not be sent as the customer is aware of this labeling. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.